Event description:
It was reported that the cartridge was not locked properly and fell out of the ilet, after which the user reinserted the cartridge and primed the tubing under guidance, observed drops, reconnected, and resumed delivery. No reported adverse clinical effects. Outcomes included no need for medical intervention and continuation of therapy. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed user handling error related to the cartridge connection, with the infusion set interface not secured prior to use, and no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.